Manufacturer narrative:
Sc-1110-02, sn: (B)(4), device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number:186421/a38877, model/catalog description: phase iii linear lead - 50 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.